Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging a calcode issue with her onetouch ultra2 meter and that it read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 (time not provided). The patient stated that she obtained a result of "over 300 mg/dl" using the subject meter compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The patient stated that she skipped/decreased her dose of lantus insulin on the same day (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweats, shakiness, heart palpitations and blurred vision" after the alleged product issue (date/time not provided); however she denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, and the alleged calcode product issue was resolved with walk-through changing the code. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "sweats, shakiness, heart palpitations and blurred vision" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.